Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the heater wire in the inspiratory tubes of the returned breathing circuits was tested using a multimeter. Results: the inspiratory heater wires were open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. A lot check was not performed as no lot number was provided. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wires became an open circuit post production, possibly as a result of a weak crimp connection. (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that rt200 adult breathing circuits were found to be open circuit. This was found before patient use.